Event description:
Additional information was received from the patient that their pain at the incision area and down the left side of their back is not resolved. The patient went to see their doctor and has been to the emergency room several times because the problem hasn't been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that there had been an issue during implant surgery. A second surgery was performed because after the implant surgery when the patient was in recovery and had started to have spinal headaches. They went home for a week and could not get rid of the spinal headaches. The patient went in and they fixed a tear so that there was not a spinal fluid lead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.